Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment the night before calling in to techinical services.there was no alarms, but fluid was discovered during tx complete - step 9 remove cassette. Fluid was discovered on the external of the cassette. There was no fluid in the pump module area. In a follow up, a pd nurse verified the fluid leak and said there was no harm, intervention or adverse event associated with the leak. The patient is still using the same cycler. The cycler set is not available to return.